Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluations as they were kept by the medical facility.

Event description:
A report was received that the patient was explanted due to ineffective therapy and uncomfortable pain at the pocket site. The patient's physician also noted that the patient needed to have an MRI done. The devices were working properly prior to explant and the patient is reportedly doing well.